Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The peritonitis was manifested by abdominal pain and cloudy pd effluent. One day after diagnosis, the patient was hospitalized for the event. Treatment was unknown. The outcome of the peritonitis event was unknown. At the time of this report, dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient had been discharged from the hospital and had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.